Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and alarmed during the basic occlusion test due to a protruded and loose drive support disk. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and that insulin squirted out during the manual prime process. The customer's blood glucose was 173 mg/dl. The customer confirmed being during the priming. The caller did not observe any significant events leading to the alarm, stating that the insulin pump had not been bumped, dropped or exposed to moisture. No damage to the drive support cap was observed. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.